Manufacturer narrative:
Company rep evaluated the system. The flow volume was recalibrated and the problem was resolved. System was tested to factory's specifications.

Event description:
Customer reported an issue with the a5 anesthesia delivery system, which may have affected anesthesia delivery. No pt injury was reported.